Event description:
It was reported that the screw backed out from a cervical cage post-op. No revision surgery is reported at this time.

Manufacturer narrative:
(B) (4): neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.